Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of aseptic peritonitis in a patient coincident with dianeal unknown therapy intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (pd) and chronic glomerulonephritis. On (B)(6) 2010, the patient experienced aseptic peritonitis manifested by cloudy effluent and abdominal pain. On this same date, the patient was hospitalized. On an unreported date, the patient began remedial treatment with cefroxim 750mg ip once daily, and gentamycin 40mg ip two times daily. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2011, the patient's remedial treatment was discontinued. The event of peritonitis resolved on (B)(6) 2011. Dianeal unknown therapy was reported as continuing. The physician reported the event of aseptic peritonitis was probable related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.